Event description:
The patient stated she had a high blood glucose reading. She stated that her blood glucose measured 80 mg/dl and 2 hours later, it measured 360 mg/dl. She stated she changed her power pack and her blood glucose returned to normal. Her power pack had been in use for less than 2 weeks. She stated she then ate a hamburger and bolused 7 units and her blood glucose measured 180 mg/dl. She stated that her normal blood glucose range is 80-160mg/dl and her readings rarely go over 160 mg/dl. The patient stated she believes that the power pack is the cause of her high blood glucose because her readings returned to normal after the power pack was changed. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.